Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an unspecified malfunction occurred and the pump stopped all insulin delivery. There was no impact to the customer¿s blood glucose as customer had reverted to back-up pump prior to malfunction. Reportedly, manual injections and old pump would be used for insulin therapy.